Event description:
Information received a smiths medical device cadd-legacy® plus pump alarm sounded when the cassette tube was not connected to pump. This alarm occurred during precheck of setting up the device for the patient. No patient injuries reported related to event.